Event description:
A woman with vcf (level unknown) of relatively low fracture age underwent a successful kyphoplasty without any complications in 2005. Soon after kyphoplasty she underwent a parathyroid adenectomy for hyperparathyroidism. The duration of the parathyroid adenectomy was longer than expected. About two months later, the patient presented with heart failure and leg tingling and weakness. MRI showed erosion of vertebral bone and extension into the epidural space. By the time the osteomyelitis was diagnosed, the patient was paraplegic. Paraplegia continues and the patient is still in a post-acute care hospital. Dr. Does not believe this case to represent a product defect or contamination at the time of kyphoplasty. He thinks that there have been hematogenous "seeding" of the implant at the time of the parathyroid surgery, which was longer than expected.